Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following an electrophysiology procedure, a cardiac tamponade occurred. The septum was crossed in the more muscular region of the septum. Approximately two hours after the completion of the procedure, the patient became hypotensive and a cardiac tamponade was revealed, for which surgical repair was performed to stabilize the patient. There were no performance issues with any sjm device during the procedure.